Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient did not have a sensor on to troubleshoot. Patient will call back to insert a new sensor and trouble shoot the issue of signal loss. No injury or medical intervention was reported.